Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event during asystole and while in the hosp. The event consisted of four shocks. CPR artifact oversensing of small signal contributed to the false detections. The pt was reportedly unconscious at the time of the event. Hosp staff was present. The response buttons were pressed after the event. The pt is in the ICU and continues use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: electrode belt (B)(4): 02/01/2013. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).